Event description:
Patient reported "right side rupture as well as kidney disease, pulmonary embolism. Joint pain, eczema, weight gain and arthritis." Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, cloudy in the gel and deformation. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is:no issues found related with the manufacturing. The unit is not rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pulmonary embolism is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "right side rupture as well as kidney disease, pulmonary embolism. Joint pain, eczema, weight gain and arthritis". Device remains implanted.